Event description:
It was reported that the patient received inappropriate therapy due to an apparent lead fracture. Patient x-rayed to determine lead fracture. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.